Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction". As reported to co, some of the assembly kit component(s) only were removed and replaced. 6/6/97 - upon receipt of an operative report from the physician/surgeon he stated,..."postoperative diagnosis: malfunction of inflatable penile prosthesis due to hole in tubing to left penile cylinder. Procedure performed: exploration and repair of damaged tubing and replacement of all connectors. Procedure: all tubing and connectors were identified and freed. The connection between the pump and reservoir was removed after both ends had been clamped with hemostats. Using a syringe with saline connected to the pump, the prosthesis was inflated and the tubing going to the left cylinder had a leak. New connectors with tubing going to the left cylinder had a leak. New connectors with collars were then placed. The prosthesis was inflated/deflated several times with excellent results".